Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient reported chest pain and odynophagia after discharged from a superdimension enb procedure. A CT scan showed mediastinal fluid collection (hematoma) in the area. The patient had multiple scopes placed, including diagnostic bronch, enb, ebus, eus. The patient went to ER and was admitted. If additional information is obtained a follow-up report will be submitted.